Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the supraventricular tachycardia procedure, signal issues resulted in a procedural delay. After connecting the ablation catheter to the generator, interference was noted at the catheter tip. The filter and other settings were checked but the issue persisted. The catheter was replaced but the same issue occurred. After insertion into the atrium, abnormal impedance was noted. The second catheter was replaced which resolved the issue and the procedure was completed with no adverse consequences to the patient.

Event description:
Device received for evaluation. This report includes an updated analysis.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6. One uni-directional, curve f, flexability ablation catheter was received for evaluation. The reported event of signal interference issue could not be confirmed. Electrodes 1-4 met specifications for acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.